Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a loose number 1 button switch head screw travelled to the variable stiffness section of the control body. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "a loose screw travelled to the variable stiffness section of the control body" malfunction would likely be related to a mistake in the past repair process. Olympus will continue to monitor field performance for this device.